Event description:
Overdelivery report. The pump was set to run dopamine 800mg in 250cc of solution at 8.4cc/hr in channel b as the primary line. The nurse set the rate and it was double checked by the primary nurse, and the pump was set to run. The primary nurse left the pt for 2-3 minutes to obtain supplies and upon return found that 100cc of the solution had infused. No pt harm was reported as it took 45-60 minutes before the blood pressure came up because the pt was so hypotensive. The customer states that "the pt expired, but it was unrelated to the event; related to surgical prognosis." No alarms were reported. The nurse reset the pump and continued use. The mgr discontinued use of the pump when the incident was reported.